Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although there was no growth with the peritoneal dialysis (pd) culture and the cause of the peritonitis has not been determined, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient stated they had peritonitis and claimed the rest of the fluid he filled up with was absorbed by their body and no fluid was left in their peritoneum. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis at the pd clinic on (B)(6) 2022. No signs or symptoms were provided. The patient had pd effluent cultures obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and tazicef (dose, frequency, and duration unknown). The patient¿s white blood cell (wbc) count was 3,700 (unknown units) with 79% polymorphonuclear cells. The pd cultures have no growth to date. The pdrn stated the cause of the patient¿s peritonitis event has not been established. There were no reports of other issues with any fresenius device, drug, or product. No additional information pertaining to the peritonitis event was provided.

Event description:
On 25/nov/2022, this peritoneal dialysis (pd) patient stated they had peritonitis and claimed the rest of the fluid he filled up with was absorbed by their body and no fluid was left in their peritoneum. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis at the pd clinic on (B)(6) 2022. No signs or symptoms were provided. The patient had pd effluent cultures obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and tazicef (dose, frequency, and duration unknown). The patient¿s white blood cell (wbc) count was 3,700 (unknown units) with 79% polymorphonuclear cells. The pd cultures have no growth to date. The pdrn stated the cause of the patient¿s peritonitis event has not been established. There were no reports of other issues with any fresenius device, drug, or product. No additional information pertaining to the peritonitis event was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.